Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn - (B)(6).

Manufacturer narrative:
Sample inspection: the pump module was received with instrument seal intact. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. Door cover was observed to be cracked. The bezel assembly was observed to the be the original factory installed bezel assembly with date code of november 2014. The top right bezel boss was observed cracked, however this observation would not impact the functional performance of the device. Log analysis results: the pump module and pcu event logs do not go as far as the reported incident date of (B)(6) 2021 as the device logs were overwritten because of continued use. The last time pump module and pcu device were used together was on (B)(6) 2021 at 12:17 pm. At 12:18 pm the pump module was programmed a basic infusion with a rate 800ml/h, vtbi 10ml then the infusion was paused, the pump module alarmed for flow stop open and the door was closed and the infusion was restarted. The basic infusion was changed to a rate of 15ml/h and a vtbi 15ml and was changed again to 999ml/h with a vtbi 20ml started. At 12:20 pm the pump module was programmed with a rate of 180ml/h and a vtbi of 80ml and the infusion was started. Pvi at the time 24.5ml. At 12:47 pm the programmed infusion completed and kvo started. Pvi at the time 104.5ml. At 12:48 pm the pump module alarmed for occluded fluid side. The use entered a vtbi of 20ml and the infusion was started. At 12:55 pm the programmed infusion completed and kvo started. The user entered a vtbi of 30ml and a rate of 999ml/h entered, and infusion was started. Pvi at the time 124.8ml. At 12:57 pm the programmed infusion completed and kvo started the pump module was channeled off. Pvi at the time 155ml. No errors or malfunctions recorded on pump module error log s/n (B)(6) . Test results: functional testing performed on the returned pump module observed no anomalies or malfunctions and the device was found to be in specification for rate accuracy. Test methods: timed rate accuracy test method ((B)(4)) was performed on the returned source pump module. Device history review: a review of the device history record showed the device had a manufacture date of 01/21/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers complaint of under infusion was not determined. Laboratory testing observed no functional issues. The customers reported issue of underinfusion was not reproduced during testing. The pcu device and pump module event logs do not contain information on the reported incident date of (B)(6) 2021. No errors or malfunctions recorded on the pump module error logs. Functional testing performed on the returned pump module observed the device to be in specification for rate accuracy. Inspection of the device observed no anomalies that would contribute to the customers reported underinfusion. The device was being used for treatment purposes.

Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn - (B)(6).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that "all of the devices were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. "Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn - (B)(4).